Event description:
The customer stated that three patient samples generated (B)(6) results for the architect havab-igg assay using three different reagent lots. One patient sample ((B)(6)) generated a (B)(6) using lot 14106li00. The same patient sample was retested (B)(6) with both the architect and the vidas methods. The customer indicated that this incident occurred with a serum sample with no reported impact to patient management.

Manufacturer narrative:
This report is being filed against an ex-us product (6c29) that has a similar product (6l27) distributed in the u.s. (B)(4). Product evaluation was performed in order to investigate this issue. The specificity was tested for the lot in question. The specificity claim is based on acceptance specificity of the design validation requirements (98.22%). The lot in question was performing acceptably when the false positive results were observed by the customer as the lot was still within the revised expiration date of 6 months. A review of the human negative population testing for final release revealed no indications that the specificity of the lot in questions might be adversely affected. A review of the product labeling concluded that the issue was sufficiently addressed. The attached calibration data from the customer were reviewed for the specific reagent lots included in the data (10341li00 and 16299li00, 09298li00) and it was concluded that the specific lots included in the data had active calibrations at the time the results in question were generated. All calibration and control values were acceptable and no relation to the complaint issue could be identified. Based on the evaluation results, it was determined that the lot in question was performing acceptably at the time the potential malfunction was observed by the customer.